Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the event with symptoms including pain, fever, and cloudy effluent. The cause of the peritonitis was unknown. The patient was treated with cipro orally (daily, dose, route, and duration not reported) and unspecified intravenous medication for the event. The patient was discharged from the hospital after ten days and was reported to have recovered from the peritonitis event. Treatment with cipro and dianeal therapy were reported to be ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.